Event description:
It was reported that in central processing, an unidentified issue was identified on the grasping retractor instrument. There was no patient harm, adverse outcome or injury reported. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event, however no further information could be provided.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken. The pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable found during failure analysis if to recur could cause or contribute to an adverse event.